Manufacturer narrative:
(B)(4). One (1) sp8436 device was received for evaluation for the surgeon reported that a patient sustained injuries to their bowel during a surgical procedure using the sp8436 fenestrated grasper. The customer reported the grasper caused injury (nick and bleeding) to the area. Evaluation by the manufacturing lead technician, the sr. Product engineer, the quality final technician, and the quality engineer did not confirm the reported issue of the grasper being sharp. Note the customer also sent in the sp94 ta handle and sp84 ta tube that the customer was utilizing when the reported issue occurred. Upon visual and functional inspection of the device the device jaw edges were found not to be sharp. The jaw tips meshed as intended and the sides of the jaw parts were beveled to assure no sharp edges were present. The design of this jaw part is to have a tooth at the tip of the jaw. These jaw parts are machined parts and the only requirement is for the tips to mesh and the sides are to be beveled. There is no additional grinding or craftsmanship performed with the tip of the jaws. The analysis from all the technicians and engineers were the same that the jaw parts did not exhibit any sharp edges which include the tips of the jaw. When compared to another ta sp8436 insert device the jaw parts were found to be of similar dullness. In addition, the ta sp8436 fenestrated insert when connected to the returned ta tube and handle, the device functioned as intended. There was no issues reported with the visual and functionality of the returned tube and handle as well. These devices are 100% inspected for the reported failure prior to product release. According to carefusion¿s records the device was manufactured in accordance to design manufacturing specifications. The device performed as intended and passed all acceptance criteria for release. There was no trend detected for this reported failure. As we were unable to duplicate the reported failure this complaint was found to be not confirmed. A suggestion is to use ta insert bowel clamp, sp8345 (50mm) or a ta insert bowel clamp (60mm) which will not have the tooth at the tip of the jaw part. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. Carefusion will continue to trend and monitor this reported issue and for this product code.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Customer reported, the surgeon stated that a patient sustained injuries to their bowel during a surgical procedure using the sp8436 fenestrated grasper. The customer reported on (B)(6) 2015 during a lap rou n y gastric bypass, a sharp grasper tip caused a nick and bleeding. The customer stated the surgery dictation says there was intervention of a resect with a gray and a white load (staple load), but no indication of further issue. The procedure was completed as planned. The patient had no residual effect from this.

Manufacturer narrative:
(B)(4): one (1) sp8436 device was received for evaluation for the surgeon reported that a patient sustained injuries to their bowel during a surgical procedure using the sp8436 fenestrated grasper. The customer reported the grasper caused injury (nick and bleeding) to the area. Evaluation by the manufacturing lead technician, the sr. Product engineer, the quality final technician, and the quality engineer did not confirm the reported issue of the grasper being sharp. Note the customer also sent in the sp94 ta handle and sp84 ta tube that the customer was utilizing when the reported issue occurred. Upon visual and functional inspection of the device the device jaw edges were found to not be sharp. The jaw tips meshed as intended and the sides of the jaw parts were beveled to assure no sharp edges were present. The design of this jaw part is to have an unground edge at the tip of the jaw. These jaw parts are machined parts and the only requirement is for the tips to mesh and the sides are to be beveled. There is no additional grinding or craftsmanship performed with the tip of the jaws. The analysis from all the technicians and engineers were the same that the jaw parts did not exhibit any sharp edges which include the tips of the jaw. When compared to another ta sp8436 insert device the jaw parts were found to be of similar dullness. In addition, the ta sp8436 fenestrated insert when connected to the returned ta tube and handle, the device functioned as intended. There was no issues reported with the visual and functionality of the returned tube and handle as well. These devices are 100% inspected for the reported failure prior to product release. According to bd¿s records the device was manufactured in accordance to design manufacturing specifications. The device performed as intended and passed all acceptance criteria for release. There was no trend detected for this reported failure. As we were unable to duplicate the reported failure this complaint was found to be not confirmed. A suggestion is to use ta insert bowel clamp, sp8345 (50mm) or a ta insert bowel clamp (60mm) which will have smooth edges on the jaw part. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. Bd will continue to trend and monitor this reported issue and for this product code.